Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event may have been caused by deterioration of the power supply unit and igniter, because the device has been used for about 7 years since it was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ocsm, and (B)(4) confirmed the following: -the device has not been repaired in the past year. -the converter and igniter unit had failed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus (B)(4) because the examination lamp of the device was not lit up during the preparation for use. The device was used with an olympus video system otv-s7. There was no report of patient injury associated with the event. (B)(4) then inspected the device and found that the examination lamp was not lit up due to the converter and igniter failure.